Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer passed away. Cause of death was not provided. Customer's healthcare provider did not have any additional information regarding customer's death.